Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was not annunciating and customer was unable to hear alerts and alarms notifications. There was no reported adverse impact to the customer. Reportedly, customer continued to use the pump for insulin therapy.